Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), explanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was further noted that the patient experienced a shocking or jolting sensation. It was noted that an explant of the device was planned. It was noted that impedance testing and reprogramming was performed. It was noted that the patient was having an intense pain in his back; in the area of the implantable neurostimulator (ins). It was noted that this pain was felt at the device pocket of the right side implant. It was noted that the patient was very disappointed with the relief he had received so far and he was expecting better results. It was noted that the system was electrically intact and all the impedances were within normal limits. It was noted that the physician did not think the ins or the lead was the issue. It was noted that the patient¿s device ¿seemed to turn on when he was not expecting it¿ on at least 2 occasions. It was noted that the orientation and the current settings of the device were checked and the manufacturing representative could not find a reason for this behavior. Additional information received reported that the patient was still not getting great therapeutic relief and an explant was being planned. It was noted that the physician did not think the pain was caused by the device itself, but was taking it out on the off chance that there was some mechanical irritation occurring. No device malfunctions were noted or suspected at the time of the report.

Event description:
Follow up information received reported that patient was scheduled for explantation of the ins system on (B)(6) 2014. Further follow up information received 9 days later reported that the patient had all devices explanted today, (B)(6) 2014. The patient was recovering without issue. Additional follow up information received 6 days later reported that the hospital declined to return any of the explanted devices. If additional information is received, a follow up report will be sent.